Event description:
It was reported that patient cooling and met targeted temperature at 7am. Patient temperature started climbing around 5pm and nurse believed that was when arctic sun device started alerting 113 reduced water temperature control. Targeted temperature was 36c, patient temperature was 36.7c, water temperature was 30.7c, water flow rate was (B)(4). They stated they tried cleaning the filter and disconnecting and reconnecting. System diagnostics showed that outlet monitor temperature was 30.6c outlet control temperature was 30.7c inlet temperature was 30.6c chiller temperature was 4.4c water flow rate was (B)(4) inlet pressure was -(B)(4) circulation pump command was 78 percentage mixing pump command 100 percentage heater was 0 water reservoir level was 4, system hours 9325.3, pump hours 8659.8. Advised to swap out for alternate device. Nurse confirmed they should have another device available. Walked through adjusting therapy on alternate device. Send to biomed for repair. Biomed would like to trouble shoot a 113 (reduced water temperature control) they were having the night before, they walked through a functional check and found the mixing pump not working, they explained the arctic sun device was due for the 2000 hour preventive maintenance and sending in of over about it.per sample evaluation results on 19oct2023, it was reported that serviced the circulation pump sn (B)(6). Replaced heater lot 1829 with lot 2309, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Replaced the power cord. Replaced the outer shell with louvers. Preventatively replaced ac main voltage circuit card sn (B)(6) and power inlet module lot number 1047 with ac main voltage circuit card sn (B)(6) and power inlet module lot number 2249. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to (B)(4) at 28°c and -(B)(4). The device was calibrated using ctu ID #0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The device was evaluated. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Preventatively replaced ac main voltage circuit card sn 52760409 and power inlet module lot number 1047 with ac main voltage circuit card sn 54619604 and power inlet module lot number 2249. The device passed all applicable testing and is ready for use. It was concluded that the following was the root cause: supplier ¿ (B)(4). Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that patient cooling and met targeted temperature at 7am. Patient temperature started climbing around 5pm and nurse believed that was when arctic sun device started alerting 113 reduced water temperature control. Targeted temperature was 36c patient temperature was 36.7c water temperature was 30.7c water flow rate was 3.2 l/m. They stated they tried cleaning the filter and disconnecting and reconnecting. System diagnostics showed that outlet monitor temperature was 30.6c outlet control temperature was 30.7c inlet temperature was 30.6c chiller temperature was 4.4c water flow rate was 3.1 l/m inlet pressure was -7.1 psi circulation pump command was 78 percentage mixing pump command 100 percentage heater was 0 water reservoir level was 4 system hours 9325.3 pump hours 8659.8. Advised to swap out for alternate device. Nurse confirmed they should have another device available. Walked through adjusting therapy on alternate device. Send to biomed for repair. Biomed would like to trouble shoot a 113(reduced water temperature control) they were having the night before, they walked through a functional check and found the mixing pump not working, they explained the arctic sun device was due for the 2000 hour preventive maintenance and sending in of over about it. Per sample evaluation results on (B)(6) 2023, it was reported that serviced the circulation pump sn (B)(6). Replaced heater lot 1829 with lot 2309, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Replaced the power cord. Replaced the outer shell with louvers. Preventatively replaced ac main voltage circuit card sn (B)(6) and power inlet module lot number 1047 with ac main voltage circuit card sn (B)(6) and power inlet module lot number 2249. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # (B)(4). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use.

Event description:
It was reported that patient cooling and met targeted temperature at 7am. Patient temperature started climbing around 5pm and nurse believed that was when arctic sun device started alerting 113 reduced water temperature control. Targeted temperature was 36c patient temperature was 36.7c water temperature was 30.7c water flow rate was 3.2 l/m. They stated they tried cleaning the filter and disconnecting and reconnecting. System diagnostics showed that outlet monitor temperature was 30.6c outlet control temperature was 30.7c inlet temperature was 30.6c chiller temperature was 4.4c water flow rate was 3.1 l/m inlet pressure was -7.1 psi circulation pump command was 78 percentage mixing pump command 100 percentage heater was 0 water reservoir level was 4 system hours 9325.3 pump hours 8659.8. Advised to swap out for alternate device. Nurse confirmed they should have another device available. Walked through adjusting therapy on alternate device. Send to biomed for repair. Biomed would like to trouble shoot a 113(reduced water temperature control) they were having the night before, they walked through a functional check and found the mixing pump not working, they explained the arctic sun device was due for the 2000 hour preventive maintenance and sending in of over about it. Per sample evaluation results on 19oct2023, it was reported that serviced the circulation pump sn (B)(6). Replaced heater lot 1829 with lot 2309, and replacing both manifold o-rings and drain valves. Other repairs completed included replacement of the double bend tube and t-he chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. Replaced the power cord. Replaced the outer shell with louvers. Preventatively replaced ac main voltage circuit card sn (B)(6) and power inlet module lot number 1047 with ac main voltage circuit card sn (B)(6) and power inlet module lot number 2249. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # 0626. An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA 1405844. The device was evaluated. The neutral connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Preventatively replaced ac main voltage circuit card sn (B)(6) and power inlet module lot number 1047 with ac main voltage circuit card sn (B)(6) and power inlet module lot number 2249. The device passed all applicable testing and is ready for use. It was concluded that the following was the root cause: supplier ¿ root cause: o inadequate verification and validation activities of the crimping process. O single pull test did not provide stability of process. O evidence was not provided when requested for maintenance of records or crimp tools. O no crimp cross-sections provided". The DHR review is not required and the risk review and labeling review is not required as the investigation was confirmed related to supplier issue. A DHR review was not required. A labeling review is not required because labeling could not have prevented this issue UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.